Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated reports an compromised force sensor alarm. When customer reports alarm received: when customer started the rewind. Pump alarmed motor error during rewind due to corroded motor home switch. However, traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion. Unit powered up normal. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify compromised force sensor alarm due to motor error alarms. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor. Pump history download using thds was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Alarms are due to the pump not having power for a long period of time. Pump received with loose drive/protruded support disk, cracked case at the display window corners, cracked display window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.